Event description:
Customer reported blackened connector pins on the inform meter. No adverse event reported. Technical support requested the return of the suspect product and replacement product was shipped.